Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v019063 implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and turned the device off eight months ago because it was not functioning right. The patient stated that he got the system removed on the day of the report. During explant the doctor found that the patient¿s lead was broken and he did not know about this prior to explant. The reason for explant was so that patient could have a MRI not related to the device. Additional information was requested, but was not available as of the date of this report.